Event description:
During a laparoscopic right retroperitoneal inguinal hernioraphy with mesh prosthesis, the patient experienced pneumothorax as a result of rapid insufflation. The patient was kept under observation until the next morning, then released from the hospital. The patient suffered no complications as a result of the pneumothorax.